Event description:
It was reported that a patient underwent natural childbirth on an unknown date and suture was used on the perineum. During the procedure, the suture broke when suturing the perineum and the needle went missing. Because the patient was bleeding heavily and needed a blood transfusion, the patient was transported to another hospital. Then, the needle was found. At the time of needle searching, imaging test was performed. The needle was removed from the patient¿s body. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/2/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the source and triggering event of bleeding? When did the bleeding occur? What was the volume of blood loss? How was the bleeding treated? Was the bleeding and blood transfusion related to the intra-op suture breakage and the missing needle? If yes, please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required including results. Was the needle removed from the patient after being transported to the other hospital? How was the needle removed? Was second procedure required to remove the needle? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the source and triggering event of bleeding?¿unk what was the volume of blood loss?¿unk was the bleeding and blood transfusion related to the intra-op suture breakage and the missing needle? If yes, please explain.¿unk was the needle removed from the patient after being transported to the other hospital?=>yes if yes, how was the needle removed? Was second procedure required to remove the needle?¿diagnostic imaging does the needle remain retained in the patient?=>no, it was removed after the patient was transported to the other hospital. Lot number?¿unk.